Manufacturer narrative:
The initial reporter's phone number that was provided was (B)(6). The reported event was confirmed. The root cause for the reported event is a failed circulation pump. The device was evaluated upon receipt. The circulation pump was found to be damaged and the device was unable to fill. Pm was performed. Heater, mixing pump, circulation pump, drain valves. Were replaced as part of the pm. Cleaning, inspection, functional check, water replacement, passed calibration, stk, mtk were performed. Device without error. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the per wo notes, the arctic sun device could not be filled, damaged circulation pump.

Manufacturer narrative:
The initial reporter's phone number that was provided was (B)(4). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the per wo notes, the arctic sun device could not be filled, damaged circulation pump.